Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: white particles were observed on the inner and outer surfaces of the implant. Wear abrasion, discoloration, and surface area creases were observed on the surface. Leak test was performed and found no leakage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation.

Event description:
Patient representative reported experiencing the events of ¿right breast remained firm¿ and ¿lactation leaking from her right breast¿, ¿capsular contracture, baker grade unknown¿ and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition.¿ it was reported that the ¿losses are permanent or continuing in nature, and they will suffer them in the future¿. This is for the right side. See MFR number 9617229-2017-02193 for the left side report.